Event description:
It was reported that noise was evident on both the right atrial and right ventricular bipolar channels. The patient had a ventricular fibrillation episode in which oversensing and pacing inhibition for 4.5 seconds was observed. There were also multiple non-sustained ventricular tachycardia (nsvt) episodes and frequent premature ventricular contractions noted. The field also noted that during the nsvt episodes, there were a few extra spikes in noise seen on the electrograms. The rv impedance trend is variable, and the most recent measurement is 1300 ohms; however, during the last check the impedance was 577 ohms. The rv thresholds trends arc also variable, and the ra lead appears to have stable trends. Arm maneuvers and pocket manipulation was performed which was unable to reproduce any noise. Currently, the decision has been made to adjust the sensitivity output on the device. Technical services were consulted, and review of the latitude data indicates increased variability in daily measurements on the rv lead as noted with variability in both pace impedance as well as auto-thresholds. Programming options were discussed and recommended. It is noted that this patient is pacer dependent. This lead remains implanted and in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).